Manufacturer narrative:
As the reported evlt unit was not returned, angiodynamics is unable to perform an assessment of the unit for the reported malfunction. The reported complaint description is not confirmed since the customer did not return the laser generator for service. The root cause for the laser not stopping was unable to be determined as the unit was not returned for service. This is the first reported error of this unit not stopping. Labeling review: the user manual, which is supplied to the end user with this unit, states "turn on the rear power switch and key switch to activate the venacure 1470 laser. To turn the venacure 1470 laser off turn the key switch and remove the key, then switch off the rear power switch and disconnect the electrical power cord." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).

Manufacturer narrative:
It was reported that the venacure1470 laser unit involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
An end user reported this venacure 1470 laser would not shut off, intermittently, during a procedure. The emergency override button, on the front of the unit, was pressed with no response. The case was completed and there was no patient harm or adverse event reported by the end user. The customer has requested the facility's unit be evaluated by the manufacturer. The unit has yet to be returned to the manufacturer for evaluation.